Manufacturer narrative:
(B)(4).

Event description:
Two vf episodes transmitted to hm that show noise on the rv channel and far field channel. Patient to be seen in clinic and have lead evaluated further. Both vf episodes had shocks aborted. Device remains implanted at this time.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.